Event description:
The following was reported: on (B)(6) 2024, the patient was implanted with two gore® excluder® aaa endoprostheses contralateral legs to reline a previous implanted endologix alto device limbs for an abdominal aortic aneurysm. It was reported that follow-up images (date of images is unknown, date of event will be 3/24/2025) that the aneurysm sac continued to grow (8.3 cm to 8.7 cm). A type ii endoleak was feeding into the aneurysm sac. On (B)(6) 2025, the physician chose to explant the devices and perform an open repair. The patient tolerated the procedure.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement and surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.